Event description:
It was reported that during a case using the cranial guidance software, the pointer was shown 6 millimeters away from the entry point selected. The case was cancelled.

Manufacturer narrative:
Corrected data: b1 d4, and g4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.